Event description:
It was reported that stent damage occurred. A 4.50mm x 24mm liberté¿ stent was selected to treat the lesion. However, it was noted that the stent was kinked.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte sds with stent. The balloon was tightly folded with the stent secured on the balloon. The hypotube was kinked 24cm from the strain relief. Microscopic examination presented no damage or irregularities to the balloon and the tip of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.50mm x 24mm liberte stent was selected to treat the lesion. However, it was noted that the stent was kinked.